Event description:
Pt had breast implants put in jan 2, 1987. Pt began to get sick immediately. Pt was very allergic to them. Developed very severe problems including lupus. Then the implants were removed dec. 1993. Since then pt began to get better, but still has lupus and is now on disability.